Event description:
Add'l info rec'd from MFR 5/23/03: tmj implants, inc has no info from a medical professional to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.

Event description:
Received first total joint jaw implant in 1999. Oral surgeon did total joint procedure in his office, not performed in a hospital. Currently experiencing a foreign body reaction to joints. Since surgery symptoms include: ear pain, fullness of ear, ear ringing, dizziness, vertigo, headaches, swelling and tenderness around jaw joint area, and neck and shoulder pain. On increased medication in order to be able to function. Also, possiblity implant screws may be loose.